Manufacturer narrative:
(B)(4). This device has not been returned; therefore, technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. This investigation will be updated should further information be provided.

Event description:
It was reported during a routine follow up appointment, that this pacemaker device is exhibiting behavior consistent with a premature battery depletion (pbd). In (B)(6) 2019 the remaining battery longevity was ten years. The current remaining battery longevity is one year, five months. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended in the near future. The device remains in service. No adverse patient effects were reported. Additional information was received that this device was surgically explanted, and a new device implanted. No adverse patient effects were reported.

Event description:
It was reported during a routine follow up appointment, that this pacemaker device is exhibiting behavior consistent with a premature battery depletion (pbd). In april, 2019 the remaining battery longevity was ten years. The current remaining battery longevity is one year, five months. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended in the near future. The device remains in service. No adverse patient effects were reported. Additional information was received that this device was surgically explanted, and a new device implanted. No adverse patient effects were reported.

Manufacturer narrative:
Patient code 3191 captures the reportable event of surgery. Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific has issued a field safety notice regarding a subset of pacemakers in the accolade product family that has an elevated potential of exhibiting this behavior. This particular device was not included in the hydrogen induced premature depletion advisory population. However, this capacitor behavior can still occur in non-advisory devices.